Event description:
It was reported that the right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) tests for this implantable cardioverter defibrillator (ICD) were suspended due to noisy signals. Upon review of stored electrograms (egm) by the health care professional (hcp), no evidence of noise artifacts was found. A request was made for technical services (ts) to review this case and provide further guidance. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that, upon case review, ts found evidence suggestive of noise. High out of range impedance measurements were also recorded on the rv channel of this device. Furthermore, ts noted functional undersensing, which resulted in ventricular pacing being delivered following a ventricular event that was not appropriately sensed by the device. Ts provided reprogramming guidance and recommended an evaluation of the associated rv lead. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.